Event description:
Additional information was received indicating the patient experienced discomfort due to the inappropriate high voltage therapy. The right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, oversensing was noted on the right ventricular (rv) lead resulting in inappropriate high voltage therapy. The physician suspected dislodgment of the rv lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.